Event description:
Philips received a complaint on the xl+ defibrillator/monitor indicating that the device failed the operational test, and it fails right after syncing to 'therapy delivery test'. There was no patient involvement. Results of functional testing indicate that the capacitor is faulty - but due to the equipment being at the end of support, no more parts are available in stock. Based on the information available and the testing conducted, the cause of the reported problem was the capacitor. The reported problem was confirmed, but because the device is out of warranty, it cannot be repaired. The customer was advised their device was out of warranty and cannot be repaired. It has been concluded that no further action is required at this time.